Manufacturer narrative:
D10 concomitant product: k5592, bilat lap hernia kit dph darwin pty, (lot #0012035479). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia repair, the balloon failed to inflate on the right side. When the surgeon pulled the trocar out, the plastic detached and fell into the patient. The surgeon was able to retrieved the component by using a laparoscopic instruments. No patient injury.